Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found that the high resolution stereo viewer (hrsv) would not move up and down. The logs reflected 31053 error faults coming from the limit switch. The fse was able to replicate the issue and replaced the limit switch to resolve the issue. The affected part involved with this complaint is a field scrap item and will not be returning to isi for further investigation. The system was retested and verified as ready for use. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi field service engineer while onsite performing troubleshooting. Investigation revealed error 31053 (light switch issue) that occurred during the surgical procedure that may have been related to the reported complaint. Additional log reviews confirmed that system sk2139 was used for a procedure on (B)(6) 2022. This complaint is considered a reportable event due to the following conclusion: the customer converted to a new surgeon side console after the start of the procedure due to high resolution stereo viewer inability to move down. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure that the high resolution stereo viewer (hrsv) would not go down. The site had restarted the system, with no change. The intuitive tech support engineer (tse) had the site perform a hard restart of the surgeon side console (ssc), with no change. The tse had the site change surgeons and the hrsv still would not go down. The site converted to a new ssc to complete the procedure. There were no reports of patient injury.